Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case and both tamper seals were broken. The device?s event history log was reviewed for evidence of the reported problem and found ?motor not running? Error in the log. To conduct functional testing an occlusion test was performed. Upon testing, the reported problem was duplicated. The stepper motor was not operating properly due to normal wear, as it was five years old. The stepper motor was determined to be the root cause and was replaced. The worm coupling and worm gear were replaced as a preventative measure. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code. Motor rate error. No patient involvement reported.